Manufacturer narrative:
The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch# kc2622; batch# ka2309. All clips were visually acceptable. Clips were tested with a test device, all were properly acceptable and functioned normally using the clip applier.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a laparoscopic partial nephrectomy procedure on (B)(6) 2016 and suture clips were used. During the procedure, suture clips were not locking on the suture. Another like suture clips was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch# kc2622, MFR date 03/14/2016, exp. Date 02/28/2019; batch# ka2309, MFR date 01/07/2016; exp. Date 12/31/2018. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.